Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized in the intensive care unit with a blood glucose level of 1800 mg/dl, with high ketones, which were identified as dangerous and life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin, and being intubated. The customer was release on (B)(6) 2025 with no permanent damage and issue resolved. System check with tandem technical support confirmed the pump was functioning as intended.